Event description:
Patient used clear blue brand pregnancy test twice and had false positive. Drove hundreds of miles to get an abortion and was found in clinic to have two negative tests and empty uterus on ultrasound, proving false positive at home clear blue brand pregnancy test. I have seen dozens like this, and always with clear blue brand. Please look into increased false positive rate. This has a huge emotional and financial consequences. Reference report#: mw5164043.